Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00348.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician attempted to detach a smart coil into the target vessel using the handle; however, the coil did not detach. Therefore, the smart coil and handle were removed. The procedure was completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the handle. During functional testing, the handle was functionally tested on the handle fixture (an-3275, fx-7915), and passed within specification. The handle was then used to detach a demonstration smart coil without an issue. Conclusions: evaluation of the returned smart coil revealed a broken pet lock with a fractured pull wire. Further evaluation of the returned smart coil revealed that the embolization coil remained intact with its pusher assembly and the ddt had coagulated blood inside. If an attempt to detach the coil using the detachment handle is made while the ddt is occluded, resistance may be experienced. If the handle is repeatedly actuated, damage such as a fractured pull wire may occur. The coagulated blood and fractured pull wire likely contributed to the reported failure to detach. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Evaluation of the returned handle revealed a functional device. The handle was functionally tested on the handle fixture and passed within specification. The handle was also used to detach a demonstration smart coil without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested by quality during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00348.